Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump¿s black box showed multiple pump reboot events. The battery compartment was found to be cracked. The returned battery cap had stripped threads and was unable to maintain an electrical connection. There was evidence of corrosion inside the battery compartment. A test battery cap was able to fit to the pump. The pump was exercised for 24 hours with no further power interruptions. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked, that there was visible moisture behind the display and corrosion in the battery compartment, and that the power to the pump was intermittent after swimming with the pump. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.